Manufacturer narrative:
The device was returned for investigation. The device was visually inspected and is in good condition. The event log confirmed power lost while pump was on. A functional test was performed, and the reported failure was replicated. Pump was found to be displaying "power lost while pump was on" alarm message after power down when a stop/start key button is pressed. The microprocessor unit board will be replaced. The root cause of the reported problem cannot be established. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported that the device loses power randomly while running. No patient injury was reported.